Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received inforamtion that a ped3 pipeline vantage failed to open in the middle section. All the accessory devices flushed as per instructiosn for use (IFU), operator has taken neuronmax long sheath place at the internal carotid artery (ica) origin <(>&<)> navien 72 at cavernous ica. Phenom has placed in rt m1. While deploying ped vantage at distal segment its open very well at the terminal ica, but at paraopthalmic region it could not open, operator had tried 3 times resheating <(>&<)> replacing technique but no use. At last operator removed ped vantage 4x20 and placed ped vantage 4x30 without any challenges. The middle section fo the pipeline was positioned in a bend. It was not stuck in tha capture coil. Less than 50% had been deployed when it failed to open. It was resheahted more than 2 times. The pipeline was resheathed and removed from the patient. The patient was being treated for an ruptured, saccualr aneurysm in the right ica pcom origin. The max diameter was 16mm and the neck diameter was 7mm. The distal landing zone was 3.28mm and the proximal landing zone was 3.74mm. Vessel tortuosity was severe. Angiographic result post procedure was slow filling aneurysm. Dual antiplatelet treatment was administered. No patient symptoms or complications were reported.  Ancillary devices: neornmax sheath, navien 072 guide catheter lot: b451124, phenom27 microcatheter lot: 224019633, traxcess guidewire.